Manufacturer narrative:
(B)(4). It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, it was noted the patient had very tortuous anatomy. The lead was placed, but exhibited impedance measurements of greater than 3000 ohms, high threshold measurements, and non-capture. The lead was repositioned but this did not resolve the measurements. The physician was going to implant a different lv lead; however, it was noted that thresholds were high and the patient anatomy did not allow for advancement of a new lead. The physician elected to implant a pacemaker instead of a cardiac resynchronization therapy pacemaker (crt-p) and consequently used other lead. No adverse patient effects were reported.